Manufacturer narrative:
The implant was received and visual inspection was performed, no deviations was detected and it was concluded that no malfunction of the device did cause this implant loss. Implant loss is not considered by the MFR to be an adverse event, since it is not caused by malfunction, or have caused serious injury or death. Implant loss is known to occur, based on known facts for titanium implants intended for osseointegration. Trauma to the abutment that might cause implant loss is considered in the risk management and included in the pt info. There are no indications that the occurrence is a result of mfg or component failure.

Event description:
The pt was implanted on (B)(6) 2010, on the right side. It was a one stage surgery with a 3 mm implant with a pre-mounted 6 mm abutment. The pt was checked after a month and there were no complications. He was fitted with the processor on (B)(6) 2011. He lost the implant on (B)(6) 2011. The implant fell out as he was putting on the processor. According to the surgeon, the pt is quiet and the implant is not due to trauma. The pt was examined the same day as the implant loss and no complications were reported. The pt is planned to be re-implanted on (B)(6) 2011.